Event description:
On (B)(6) 2011 an o pos patient was determined as a pos. (B)(6). Patient ID on (B)(6) 2011: (B)(6). Tango optimo test result: a rh pos.ccs.ee, kell neg.aks neg. Patient ID on (B)(6)2011: (B)(6). Tango optimo test result: 0 rh pos, ccd/ee aks neg. Correct result according to blood donor pass: 0 rh pos, ccd.ee aks neg. A cross mix-up of sample number and patient ID is likely.

Manufacturer narrative:
The reagents in use have not been taken into consideration to be causative since no other sample tested on the date of event showed discrepant results when tested again. That means all other results obtained on the date of the event are valid. The blood group of the sample in question was also tested correctly within two confirmation runs on (B)(6). All the quality controls performed on (B)(6) show no signs of problems. According to these informations it seems likely that the same barcode of the sample in question was used for a specimen from a different individual. This is supported by the fact that not only abo blood groups of the sample tested on (B)(6) differed from each other but also the rh phenotype (ccd.ee vs. Ccd.ee). A CAPA was initiated for the delay in reporting.